Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2008 and the mesh was implanted to treat successfully sui for two years. Following the procedure, the patient experienced post-op utis, vaginal pain and dyspareunia. The patient also experienced a mesh exposure at left side of vagina/groin and the mesh was trimmed. The patient experienced recurrent incontinence and also pain on intercourse. At recent examination, a palpable mesh was noted in vagina and removal of remaining transvaginal portion of mesh. It was reported that the patient underwent nine almost removal procedures. The mesh was removed 4 cm on left and 1.2 cm on right under general anesthetic. No further information is available.